Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: performed service and repair functions. Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. Replaced main pcba to correct issue. The unit passed all diagnostic tests, functional tests, and is fully operational. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported by the affiliate that prior to knee scope unit began pumping when turned on and would not stop. Used second pump for procedure. No delays or patient harm.